Event description:
It was reported that the right ventricular (rv) lead dislodged the day after implant. The right ventricular (rv) lead was repositioned the following day and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076 implantable pacing lead, (B)(6) 2012. (B)(4).